Event description:
A unit support aid was carrying a bag of trash with IV sets. A convertible piercing pin poked through the plastic bag and poked the aid in the leg and drew blood. The aid was seen in the ER and is going through aids counseling. An incident report was written claiming that the spike on the conv. Pp was sharp and poked the aid's leg. The hospital has reviewed its policy for disposal of wastes. This bag was unlabeled and, they are not certain if the piercing pin had even been used on a pt.